Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent laparoscopic supracervical hysterectomy on (B)(6) 2013 and topical adhesive was used. The patient developed skin discoloration at the application sites. A thermapad was used on the incision after the adhesive was applied. Additional information has been requested.